Manufacturer narrative:
Event date is estimated. Stepniewski, j., kopec, g., musialek, p., magon, w., jonas, k., waligora, m., sobczyk, d., & podolec, p. (2021). Hemodynamic effects of ultrasound assisted, catheter directed, very low dose, short time duration thrombolysis in acute intermediate high risk pulmonary embolism (from the ekos pl study). The american journal of cardiology, 141, 133,139. Https://doi.org/10.1016/j.amjcard.2020.11.004.

Event description:
Literature. It was reported via journal article that blood loss requiring intervention occurred. A prospective, observational study was conducted in a tertiary cardiology center in krakow, poland by the institutional pulmonary embolism response team (pert). The procedure of ultrasound assisted thrombolysis (usat) was performed with the use of the ekosonic endovascular system. Placement of the ekos system catheters into peripheral arteries was performed at the cardiac catheter suite through femoral vein access under fluoroscopic guidance in all patients directly after the study enrolment and was followed by immediate initiation of alteplase infusion. The ultrasound-assisted alteplase infusion was further continued in the intensive cardiac care unit at a rate of 1 mg/h per catheter for a total duration of 5 hours. All patients received therapeutic anticoagulation with unfractionated heparin intravenously with targeted activated prothrombin time of 46 to 70 seconds. One patient experienced access-site bleeding after self removal of the compressive dressing. Bleeding subsided after recompression. Approximately five days post-procedure, two units of blood were transfused to restore the hemoglobin concentration. No further issues were reported.